Manufacturer narrative:
H2-h6: a manufacturer representative went to the site to test the equipment. Testing revealed that there were no failures found. The system performed as intended. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6; software was returned for analysis. The analyst reviewed the logs and observed there were 2 sessions. From the first session, they were able to observe that biopsy needle was added successfully. Other tools used were passive planar blunt, small passive cranial frame, navigus probe, scope probe user navigated till navigation task. No tracking errors were captured reg biopsy needle. Apart from these no other tracking errors were observed for any other tools or any other tools used. Based on the available data, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: no products were evaluated by medtronic personnel. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial biopsy procedure. It was reported that while performing a biopsy, the site had a locked trajectory and attempted to insert the biopsy needle, but the system was not tracking the needle. The site swapped to a new needle, but it did not resolve the issue. The site moved the camera and checked that it was in the tools page. The site rebooted the system, and navigation was restored. The system was then able to view the biopsy needle. No other instruments had an issue navigating. The patient was supine. There was a less than one hour surgical delay and patient impact was unknown.

Event description:
It was reported that the system was restarted, and the biopsy needle began tracking. The issue was resolved. The procedure was completed with no impact to the patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.10 , ubd: unknown, UDI: unknown h2: additional information was received and updated in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.